Event description:
It was reported that the device does not respond to controls and does not go through the power on boot up. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control recommended customer replacing the main pcb board assembly after other failed attempts to repair the device. The customer later confirmed that due to the repairs cost, the device has been taken out of service and will be properly disposed of. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.